Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarms. Customer stated the belt clip still does not stay in place even after getting a new one. She confirmed there was a crack at the back of the pump. Contacts on battery cap were not missing, damaged or corroded. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring= black customer return insulin pump due to alleged failed battery test & cosmetic damage located at the battery compartment and it was found on august 04, 2022. Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents. Device failed to pass the self test due to insulin pump error occurring during testing. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No failed battery alarm noted during testing. Insulin pump was downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Failed battery test was not noted on event date in history files and trace. Insulin pump error (variable 03) occurred on (B)(6) 2022 07:52 am, esf# na, (B)(6). Insulin pump was cut open to perform visual inspection and found evidence of moisture damage to the electrical board 1 and force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), broken belt clip rails. P-cap was attached and locked into place properly. Failed battery test is not confirmed. Insulin pump error is confirmed due to cracked soldered joint on pin(04). Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.